Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had decreasing range of motion and worsening pain due to glenoid loosening. X-rays show loosening of the glenosphere complex tilting upwards. Revision surgery was recommended to fix loose component. (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.